Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: stent: 3.5x16 rx graftmaster; 4.5x16 rx graftmaster. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and perforation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatments appear to be related to the operational context of the procedure. The 3.5x16 and 4.5x16 rx graftmaster devices referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with (non st elevated) troponin positive acute coronary syndrome with continuous pain and a focal perforation with extravasation in the saphenous vein graft (svg) to obtuse marginal (om) coronary artery. The following covered stents were implanted to treat the perforation: a 3.5x16 rx graftmaster was deployed with a maximum (max) pressure of 10 atmospheres (atm), a 2.8x16 rx graftmaster was deployed at a max pressure of 15 atm, and a 4.5x16 rx graftmaster was deployed with a max pressure of 15 atm. While deployment of each graftmaster stent sealed its targeted leak area, a leak would appear in another segment of the svg with each deployment. The perforation was ultimately sealed via deployment of a 4.0x16 rx graftmaster with a max pressure of 15 atm. As a result of the exacerbation of the perforation, a clinically significant delay and prolonged hospitalization occurred; the patient underwent cardiopulmonary resuscitation, emergent thoracotomy (chest wall incision), and pericardial drainage in the cath lab. The patient required vasopressors (anti-hypotensive medication) amidst the advanced cardio life support. The vasopressors were continued for 5 days post procedure, the patient was intubated and sedated for 4 days, and the patient was given 2 units of packed red blood cells. The patient was on the cooling protocol (therapeutic hypothermia after cardiac arrest) for 2 days. While there was no infection, the patient received intravenous broad spectrum antibiotics for 5 days for infection prevention. The patient is awake, alert, and off all vasopressors. No additional information was provided.